Manufacturer narrative:
The investigation did not identify a product problem. An off-label sample collection was performed. Per the operator's manual, oropharyngeal swab collections are intended to be performed by a clinician. It is possible that the patient accidentally broke the swab at the scoreline during collection.

Event description:
A customer alleged that a swab, which is packaged in the cobas® pcr media uni swab sample kit, broke during sample collection. The patient was allegedly collecting an oropharyngeal swab when the swab broke during self-collection. It is unclear at what point in the collection process the swab broke and if any treatment was administered. No further harm was reported.